Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose level was 120 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly. Device received with a high sleep current measurement and active current measurement test due to corroded battery tube. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.